Event description:
Procedure: hernia. According to the reporter: endo stitch device would not hold the needle. There was no unanticipated tissue loss. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. No device fragment or component fell into the pt's cavity. No device fragment or component was left in the pt.

Manufacturer narrative:
(B)(4).